Event description:
While doing a terminal clean in operating room 1, I went to change the canister and the blood and body fluid splashed all over my face and chest. This employee was seen at (B)(6) and began post-exposure prophylactic medication. Source patient was tested, and negative for (B)(6), (B)(6) and (B)(6). This employee's labs were wnl.

Manufacturer narrative:
No sample was provided by the customer; therefore an evaluation of the complaint device for deficiency of construction could not be performed. Without the sample, no positive conclusion can be made regarding the cause of the customer concern.